Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed selftest alarms. The customer's blood glucose was over 200 mg/dl at the time of incident. The customer stated that the alarm did not occur during the rewind and prime sequence. The customer stated that the bolus into air was recorded in the bolus history. The customer stated that a basal was not programmed before the alarm occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.